Event description:
Information received regarding the explanted device notes that the patient was admitted to the cardiac care unit in complete heart block. Initial interrogation revealed >1990 ohms ventricular lead impedance. A subsequent attempt to interrogate was unsuccessful and telemetry could not be established. After the device was explanted, it was successfully interrogated. The patient "feels well".